Manufacturer narrative:
The subject device inspection and evaluation has started and is in progress. The device evaluation final and complete report has not yet been received; not available at this time. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "error when switching to lde. Device showed "clogged air channel." Despite changing all the connectors, changing the lde, and re-swabbing" (no air/water flow issue). No harm was reported. No patient harm, no user injury reported. Device evaluation, service repair noted the device nozzle is clogging. This report is being submitted for clogging of the device nozzle ( insufficient reprocessing, handling issue).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10), to update d9 (date received) and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified. It is likely the foreign material remained in the device because appropriate reprocessing could not be conducted since the injection tube could not be attached correctly due to a loosened scope connector mouthpiece. Olympus will continue to monitor field performance for this device.